Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 331 mg/dl after a recent infusion set change to a 6 mm, 23-inch set on the ilet system, with no abnormalities observed during a subsequent supply change and the glucose trending down. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery as glucose levels trended downward. Investigation included troubleshooting and user education, including guidance to change supplies and assess for infusion issues. Investigation of this case revealed no device alarms beyond an alert code 313 and no observed device or component malfunction during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.